Event description:
The pt (B)(6) received an scs system for the treatment of low back and bilateral leg pain. It was reported the pt is experiencing painful overstimulation across the back when therapy is in use. A diagnostic test revealed no issues with respect to impedance. The pt recently suffered a fall but alleges no change in stimulation immediately following that event. X-rays have been ordered for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.